Event description:
During a pulsed field ablation procedure, continuous air aspiration was observed from the agilis sheeth hemostatic valve. This occurred while exchanging an advisor vl mapping catheter for a non-abbott (boston scientific) farawave pfa ablation catheter. Despite executing proper sheath management techniques, the air ingress persisted. The agilis sheath was promptly exchanged, and the procedure was completed successfully with no adverse patient consequences.